Event description:
Event description guidant received information that this implantable lead had an impedance of greater than 125 ohms. The system has been implanted two years, and six months ago the impedances were normal. Physician plans to conduct non-invasive programmed stimulation (nips).